Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was able to duplicate the issue and replaced the main printed circuit board assembly. The device was tested and returned to the customer operating to manufacturer specifications.

Event description:
It was reported that the ventilator was alarming transducer fault. It is unknown if there was any patient involvement.

Manufacturer narrative:
(B)(4). Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt802 transducer has failed.

Event description:
It was reported that the issue occurred during patient use but there was no harm to the patient as they were switched to alternate ventilation.